Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual inspection identified that there was a black particle in the bag. The particulate matter was visually consistent with a cored vial bung. The origin of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate had a black particle inside the infusion bag after mixing. This occurred before patient use. The bag was compounded with 100 ml sodium chloride 0.9% and 2 g cefotaxime. There was no patient involvement. No additional information is available.